Manufacturer narrative:
(B)(4). Pump received with missing retainer ring. Unable to perform displacement test, occlusion test and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked select button keypad overlay, cracked battery tube threads, cracked case behind the pump at the battery compartment, missing reservoir tube o-ring, pillowing keypad overlay and serial number label fading. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Missing retainer ring and reservoir unable to lock into place confirmed. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6), 2021 with blood glucose of unknown. The customer's current blood glucose is 180 mg/dl. The customer experienced symptoms such as a confusion, feeling sick, unwell, altered vision result of high blood glucose. Retainer ring was crack. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. Auto mode was not at that time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring missing. Customer alleged cosmetic damage located at the retainer, reservoir unable to lock into place and hospitalized for high blood glucose. Device received with missing retainer ring. Unable to perform displacement test, occlusion test and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked select button keypad overlay, cracked battery tube threads, cracked case behind the pump at the battery compartment, missing reservoir tube o-ring, pillowing keypad overlay and serial number label fading. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. Missing retainer ring and reservoir unable to lock into place confirmed. Unable to verify customer alleged for high bg. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.